Event description:
Per the hospital discharge summary: history of present illness: past medical history for significant hypertension, hyperlipidemia, permanent pacemaker for presumed complete heart block in 1987, poorly controlled diabetes, admitted on (B)(6) 2010. Left side hemiparesis...right frontal infarct/mass. CT scan of the abdomen and pelvis revealed splenic hematoma with laceration of the parenchyma, suspicion of endocarditis, vegetation of the mitral valve with a mild mr and pacemaker vegetation. Surgery: surgery consisted of mitral valve replacement with a 29-mm biocor prosthesis, reconstruction of the posterior mitral annulus with bovine pericardium, aortic valve replacement with a 21-mm magna pericardial prosthesis, removal of infected pacemaker leads and pacemaker. Operative findings: the aortic valve was also found to be involved with infection. There was no abscess or other evidence of root destruction with significant thickening ad well as fibrous material on all 3 aortic leaflets. These were resected, the annulus debrided, and a 21-mm magna prosthesis implanted. The patient was weaned from cardiopulmonary bypass without difficulty. Hospital course very complicated, ICU, which lasted for about 50 days. Infectious disease, atrial fibrillation, acute renal failure, acute respiratory failure, neuro status, cva, generalized weakness, psychiatric issues.

Manufacturer narrative:
Device not returned. Despite repeated attempts to receive further information regarding the device and event, no additional information or sample for evaluation was received. The patient also had another device implanted; please reference the other medwatch report filed under (B)(6). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Although we have been unable to obtain the exact cause of death, it is unlikely to have been related to the edwards' valve. According to the hospital medical records the patient had a significant medical history at the time of implant and had a very complicated post-operative course in the ICU, which lasted about 50 days and included multi-system issues (infectious disease, atrial fibrillation, acute renal failure, acute respiratory failure, neuro status, cva, generalized weakness, psychiatric issues).

Event description:
Patient and/or device status is reported to the edwards lifesciences implant patient registry. This registry is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not a conventional customer complaint. In this case, it was reported that the patient has expired after an implant duration of approximately 4 months. The cause of death was not reported. It is unknown if the death was device related. No further details were reported.